Event description:
Reporter alleged discrepant back to back blood glucose results of 15 mg/dl at 3:30pm, 18 mg/dl at 3:40 pm. 67 mg/dl at 3:46 pm, and 82 mg/dl at 3:47 pm. As a result of the comparison, customer stated drinking ? Of a soda due to not being sure the correct value of glucose. No other actions were taken and no treatment was rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.